Event description:
A .035 volcano catheter was used during surgery. Doctor then requests for a new .035 volcano catheter to be opened. He stated that there was a short in the catheter. The catheter was removed from the field and placed into a plastic bag.